Event description:
As per review of literature article "fiorelli, s., capua, g., menna, c. Et al. Intraoperativecardiac function assessment by transesophageal echocardiography versus flotrac/vigileo system during pectus excavatum surgical repair. J anesth analg crit care 1, 21 (2021). Https://doi.org/10.1186/s44158-021-00025-4", the following complaint was identified: the authors concluded that the flotrac/vigileo (ft/v) system, while being compared to transesophageal echocardiography (tee) hemodynamic monitoring during pectus excavatum (pe) surgery, provided clinically unacceptable values leading to high percentage error of 48% accross all the data. The author noted some limitations to their results including the influence of outlier data within a small cohort of only 19 patients. There were no individual patients discussed in the article nor any allegation of patient injury.

Manufacturer narrative:
It was further informed that the device and the study data were not available for evaluation. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.